Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was de novo lesion located in the proximal right coronary artery (rca) with 75% stenosis, a length of 10 mm, and a reference vessel diameter of 2.75 mm. The lesion was treated with direct placement of a 2.75 x 12mm promus element¿ plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented due to cardiac chest pain and patient was hospitalized. Patient's coronary angiography revealed 70% isr of previously placed study stent in proximal rca. The lesion was treated with placement of drug-eluting stents extending to mid rca. One day post procedure, the event was resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).